Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced poor sleeve function. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated "during transfer of blood, blood stopped flowing halfway. It was planned to transfer blood into a total of 3 tubes. Blood transfer was done for 2 tubes. At the middle of blood transfer into the 3rd tube, blood sample was flowing not through the needle tip but through the side of connection part. No blood exposure occurred.

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clog / leakage with the incident lot was not observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination for damage and 15 retention samples were evaluated by functional testing for air leakage and no issues were observed relating to clog / leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood transfer device holder with female luer adapter experienced poor sleeve function. This event occurred 10 times. The following information was provided by the initial reporter: translated to english. The customer stated "during transfer of blood, blood stopped flowing halfway. It was planned to transfer blood into a total of 3 tubes. Blood transfer was done for 2 tubes. At the middle of blood transfer into the 3rd tube, blood sample was flowing not through the needle tip but through the side of connection part. No blood exposure occurred.